Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 35 mg/dl. Reportedly, the cause of the bg level was due to the customer being active and the pump had not suspended delivery due to not receiving readings from the continuous glucose monitoring system. A fruit snack was consumed to treat bg level. The contact verified that the pump was functioning as intended and declined additional assistance from tandem technical support.